Event description:
It was reported that the lens was removed intraoperatively due to a bent trailing haptic noticed upon lens insertion. Capsular bag damage was also observed by the surgeon after the lens was inserted into the eye. However, the surgeon was uncertain when the damage occurred. The original incision was enlarged and another lens of the same model was implanted successfully. According to the surgeon, the patient is expected to recover with no complications. Please reference MDR number 1119279-2013-00103, for the delivery device.

Manufacturer narrative:
The lens was not returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.